Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Upon conclusion of the investigation, the cause of this issue was determined to be minimum drain volume percent setting set too low. The homechoice apd systems trainer's guide warns that "if you set the minimum drain volume % too low, an incomplete drain could result for your patient. This could cause an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 20:42:03. During night drain cycle four, the patient's ultrafiltration reading was 1887ml, indicating the home patient drained 1887ml more than their maximum programmed fill volume of 2500ml. No additional information is available.